Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged and thrombus formed. During this complex procedure, the physician was treating the lesion located in the left anterior descending artery (lad). He inserted one short unknown size taxus express2 drug eluting stent and then inserted a taxus express2 3.00 x 28 mm drug eluting stent and then inserted a taxus express2 3.00 x 28 mm drug eluting stent in the lad. He managed to track this device all the way to the left main, however, he then realized that a kink, which developed during insertion, progressed to a leakage with the initial inflation. The physician then attempted to remove the catheter, however, the stent came off its delivery system and was stuck in the left main. He tried to snare the stent out of the vessel, only to fing that the device was lost somewhere in the femoral artery. This was not a great concern to him as it was safely lodged away from the danger zone. He continued to finish the procedure via the right groin but during the long procedure a fair amount of thrombus developed in the pt's coronaries and as a result the pt was taken to surgery. Additional information has been requested.